Event description:
Procedure type: laparoscopic left hemicolectomy. According to the reporter: the surgeon performed the procedure using the device and the pt went to the ICU. Two days later, the pt reported difficulties and was sent back to the operating room. When the surgeon opened the abdomen, it was observed that the anastomosis had broken. The surgeon had to undo the anastomosis and performed an ileostomy. The pt is now in the ICU.